Manufacturer narrative:
Manufacturer¿s investigation conclusion: there were no device related issues with heartmate 3 left ventricular assist system (lvas), serial (B)(6), reported or identified through this evaluation. Multiple attempts were made to obtain additional information regarding the reported events; however, no further information was provided by the account. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), revision d, and the heartmate 3 patient handbook, rev. A, are currently available. Although no device related issues were reported by the account, section 1 of the IFU, ¿introduction¿, lists adverse events that may be associated with the use of the heartmate 3 lvas. The current revision of the IFU and patient handbook can be found on the electronic IFU page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the log files were submitted for review. The log file captured that the pump was off due to no external power on (B)(6) 2026 at 10:41:55. The system controller clock was reset to default time due to power loss, and it could not be determined how long the pump was off for. The clock was reset on (B)(6) 2026 at 14:49:01. The patient had fallen asleep on battery power and woke up to the pump turned off and reconnected to power after waking up.